Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during the implant procedure the patient developed leakage of cerebrospinal fluid. The procedure was stopped and the patient is currently under the supervision of the physician.